Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have reseated the exhalation flow sensor (evq) and the issue was resolved.

Event description:
It was reported that, a patient was connected to a 980 ventilator and that the ventilator stopped cycling after a few seconds of being connected to the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.